Event description:
It was reported that a user contacted support with a blood glucose of 93 mg/dl trending downward without device alarms, after a properly announced meal, seeking guidance due to concern about a prior low. Symptoms included no reported hypoglycemia symptoms. Outcomes included user education on awaiting alerts before self-treatment and an explanation that the automated algorithm learns and responds to trends. Investigation included customer service troubleshooting and education with real-time review of trend information. Investigation of this case revealed no device malfunction, no alarm anomalies, and normal algorithm behavior with a slight downward trend that did not require intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with no device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.